Event description:
The account alleged that the head of the bed was drifting down very slow. The account cannot see if drift. No patient impact.

Manufacturer narrative:
The account swapped the head down valve and the issue returned. The account is starting to notice signs of hydraulic fluid around the manifold. The account does not know if it was from the past valve repair, or not. The account will do a better job cleaning up the fluid, and swap the cardio pulmonary resuscitation valve to isolate issue. The account replaced the cardio pulmonary resuscitation valve to resolve the issue.